Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2014, t2 recon surgery was performed for subtrochanteric fracture after hansson pin. After that, the nail broke due to nonunion which was found on (B)(6) 2015. On (B)(6) 2015, revision surgery was performed.

Manufacturer narrative:
Evaluation revealed the recon nail to be the primary product. All other mentioned products are regarded to be concomitant items. A review of the DHR revealed no discrepancies in material or manufacturing. Discussion of the damages observed on primary product: nail: damage and evidence of the breakage surfaces, course of the breakage line as well as the absence of plastic deformation (along the breakage line) suggest that the implant fractured in a fatigue manner due to overload. Evident lines of rest found on both fragments indicate a fatigue fracture of the nail running from lateral to medial. Appearance of the breakage surfaces, as well as the course of the breakage line, worn areas and material displacement in outside direction suggests that most likely the fatigue fracture started in the anterior web and with a certain delay in the posterior web as well. Bent outward material suggests the residual (forced-fracture) being located at the medial tip of the posterior web. Evident material abrasion and deformation (friction marks in the screw hole) were identified as cold sets (fretting corrosion), which were caused by high load bearing with the lag screw during the period of implantation. The lateral edge of the anterior web of the drill hole had become significantly damaged due to contact with the stepdrill for lag screw, recon. Such ¿ not intended ¿ material damages can cause additional notch effects. Distal drill holes: damage observed was caused during screw insertion/removal and worn areas indicate high/permanent load being applied to the nail. Lag screws: the damage of the shaft was identified as cold sets, which were caused due to high respectively permanent load bearing. Locking screws ø5x30 + 40 mm: damage observed indicates high/permanent load application. End cap: the device show normal traces of use but no significant damage. General technical aspects: the broken nail is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Final conclusion: due to the presented data, the breakage of the recon nail was caused by an early overloading by patient in an unstable fracture constellation, nonunion after 8 months, an intraoperative damage of the recon nail caused by a deviated step drill resulting in significant weakening of the recon nail in the area of the lag screw thru hole.

Event description:
On (B)(6) 2014, t2 recon surgery was performed for subtrochanteric fracture after hansson pin. After that, the nail broke due to nonunion which was found on (B)(6) 2015. On (B)(6) 2015, revision surgery was performed.